Event description:
It is reported that the surgeon was broaching for a tm coupled cone and the adapter broke inside the stem extension. Another tray was opened and continued with the case. There were no complications or delays reported.

Manufacturer narrative:
The im post instrument was in the field for approximately 4 years, 8 months prior to the reported event. Visual examination of the returned instrument using the unaided eye did not show any indication of gross misuse. Examination of the opposing fractured surfaces of the instrument under the light microscope showed a topography that appeared similar to that of another im post instrument (unrelated to this complaint) where the known failure mode was attributed to static overloading. Fracture of the threaded section of an im post instrument was previously documented in a zimmer tmt technical report where it was also attributed to static overloading which occurred secondary to the mating instruments loosening during use. Therefore, it is likely that the im post instrument, which is the subject of this complaint, similarly failed as a result of static overloading of the threaded section as a result of the mating instruments loosening during use. Failure is not likely to be related to fatigue. This investigation by product development is considered closed at this time; however, should additional information become available, this investigation can be re-opened.